Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited the image guide (ig) pipe resin part falling off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected fields: d5, e1, g2 (user facility and health professional where incorrectly selected in the initial medwatch), h6 (health effect impact code).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However it's likely the damaged bending section cover was due to traces of breakage caused by physical factors, indicating that stress has been applied to the insertion tubing, as there was no chemical damage tracing found. At that time, the insertion tubing is likely to have ruptured, leading to leaf loss and dislodgement. Olympus will continue to monitor field performance for this device.